Event description:
Accesed port using 3/4 inch 20g huber needle- miniloc safety infusion set lot # asyls097. Upon flushing port with 10cc saline syringe- noted leak between yellow wings, where needle bends at 90 degrees. Removed port needle and reaccessed with different lot number.